Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/21/2025, the user reported alert code 38 (motor stall) on their ilet insulin pump. The user tried restarting the device and performing an insulin cartridge rewind attempts without insulin supplies installed but was unable to rewind the cartridge. No foreign objects or visible damage were found. The user switched to backup therapy. The device was replaced. Blood glucose was 180 mg/dl at the time of the call. No device malfunction was identified.